Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x32mm promus premier drug-eluting stent was selected for use to treat the lesion. However, during preparation, it was noticed that some of the stent struts looked bent on the stent delivery system (sds). The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus premier us mr 2.25 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Strut segment 7 from the proximal end of the stent was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the crimped stent outer diameter for this device, there were no issues to note with the interaction between the two components, provided that the product stent protector was removed correctly. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x32mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, it was noticed that some of the stent struts looked bent on the stent delivery system (sds). The procedure was completed with another of the same device. No patient complications were reported.